Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted during testing. The insulin pump had scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 16 mmol/l at the time of incident. The customer stated that they were unable to clear the button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.